Event description:
It was reported that increased capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. The patient was stable and will continue to be monitored; there were no adverse consequences.